Manufacturer narrative:
The pod was received with the needle mechanism not deployed. The download data showed that the pod delivered 0 pulses and was in pod state 2 upon download, indicating that the pod was first awakened during the investigation. Inspection of the pod found the plunger to be at the bottom of the reservoir and no indication that an attempt was made to fill and awaken the pod. No damages or defects were present that would prevent the pod from being filled, completing activation, and deploying the needle as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Locked down smartphone: phone_control_android omnipod software app version: 3.1.1 operating system: ap3a.240905.015.a2.g998usqsghyf2 hardware: sm-g998u cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. Also, per the patient, the cannula did not deploy. As treatment, a new pod was placed. No impact to the patient's glucose level was reported.